Event description:
Pt was involved in an accident at age 18 resulting in brain injury. Pt has posturing and increased abdominal pressure especially when stimulated. This had caused problems with their g-tube migrating (all manufacturers). Device was placed in 2003. Pt was endoscoped 2003 and showed mild gastritis. Each time a new tube is placed, the site has to be dilated with harmon dilators due to stricture. Reporter stated pt's skin was reddened at the site with purulent drainage and bleeding noted. Antibiotics were administered and drainage was cultured. One pt involved. Event date given above is approximate.